Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Reporter is listed as an "other health care professional". Reporter did not release information. Report cover letter states that: "the report contains all the information presently available." Conducting follow up inquire was impossible. Medwatch submitted: mw5077679 on 07jun2018. [(B)(4)].

Event description:
Medwatch report received from the FDA states, "tornier. The medical device isn't in proper and its infected, and the insurance company not doing anything. (B)(6). Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Lawsuit. Hurt at work. Total shoulder replacement. Telephone # (B)(6). Medication list inside envelopes. Swelling around the arm and itching.